Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. The device was found to have a defective detector panel, resulting in the generator errors. A full imaging system check-out was completed following repairs and part replacement of the detector panel. Full system functionality was confirmed. System performed as intended. The system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, the imaging system would not emit x-rays. The system was rebooted and the generator showed it was not ready. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.